Manufacturer narrative:
We have now concluded our investigation into the complaint reported. The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection confirmed that one side of the device was not sealed, a failed in-process inspection has been identified as the root cause. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. Since no patient injuries were reported, no further clinical/medical assessment is warranted. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up the package was found defective. It is unknown what happened to the package. Treatment was started with the competitors product. No patient harm was reported.